Manufacturer narrative:
The insulin pump was unable to prime during primetest due to faulty force sensor resistor. The pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Time/date was monitored and no anomaly noted. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump was not registering the correct date when she is changing her inf set. The customer's blood glucose was unknown. The product was returned for analysis.